Event description:
Fall/trauma patient in c-collar was intubated by em resident with glidescope with slight difficulty. Pre-tested (balloon) endotracheal tube passed without complication, intubated, initially with appropriate pilot balloon inflation with approx 15cc of air. Patient subsequently noted by respiratory therapist to possibly have air leak (tidal volume down from 600s to 400s; audible), pilot balloon checked, unable to maintain pressure despite repeated inflations with syringe. Respiratory therapist attached a 3-way stopcock insufflation port as a cap-> pilot balloon now inflated, improving ventilatory volumes (500s). Likely insufflation valve failure?